Manufacturer narrative:
No customer returns were available for investigation. Historical quality metrics were reviewed, and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Clinical specificity testing was performed using an in-house retain kit of lot 02262fn00. All specifications were met indicating the lot is preforming acceptably. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, (B)(6) list 7c18 has a similar product ausab, distributed in the us, list number 1l82. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant architect (B)(6) results were generated for a patient. (B)(6) 2019: (B)(6), (B)(6) 2019: (B)(6). The customer suspects the (B)(6) result to be (B)(6). No adverse impact to patient management was reported.